Event description:
It was reported that a reliance t-handle is having trouble releasing shafts outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
A visual inspection performed found the device laser markings are worn. The functional inspection performed confirmed the reported event whereby the reliance t-handle was having trouble releasing shafts pre-op. Functionally, it was not possible to attach handle to driver/shaver. The locking mechanism could not close on proximal end of associated device and rattling was heard inside handle. Device history records were reviewed for the corresponding lot and no relevant issues were identified. The device was manufactured in march 2012 and is over 9 years old. Complaint history record review was performed for this lot and catalog number and no adverse trends were identified. The most likely cause of the reported event was determined to be due to devices age and normal wear.

Event description:
It was reported that a reliance t-handle is having trouble releasing shafts outside the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.